Event description:
Customer states several tubes are not centrifuging well; the gel barrier is not fully pulling the red cells through to the clot (through the gel). The gel is showing traces of red cells that haven't been separated. Picture provided by customer shows separating of red cells and serum but some red cells are seen above gel barrier. Customer advised that tubes in picture were centrifuged twice in effort to troubleshoot and the red cells still did not go below the gel. The centrifuge has had the tachometer and timer checked and both were in good standing.

Manufacturer narrative:
Gbo complaint no: (B)(4) - (followup information). Received 15pcs. 455071p c200534k/ for evaluation and pictures. We have no further inventory of the material/batch. According to the investigation, no abnormalities could be found in relation to the reported event. Customer and retained samples were tested. Testing consist of draw volume, additive concentration and gel functionality. No deviation could be observed, and all test results were within the specifications. The complaint cannot be confirmed.

Manufacturer narrative:
Gbo complaint no: (B)(4). We have no further inventory for this material/batch. Customer provided the pictures. We did not receive suspected device for the evaluation. We received unused samples from same material/batch. A device evaluation is anticipated, but has not yet begun. Upon completion of investigation, a supplement report will be filed.

Event description:
Customer states several tubes are not centrifuging well; the gel barrier is not fully pulling the red cells through to the clot (through the gel). The gel is showing traces of red cells that haven't been separated. Picture provided by customer shows separating of red cells and serum but some red cells are seen above gel barrier. Customer advised that tubes in picture were centrifuged twice in effort to troubleshoot and the red cells still did not go below the gel. The centrifuge has had the tachometer and timer checked and both were in good standing.